Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed alarms were not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # c-0001711495.

Event description:
Hillrom initially received a report from a hillrom technician stating the bed alarms were not working. It was determined the bed exit alarm issue was for a different device and is addressed on dt 45521. This record addresses the knee and thigh up/down operation of bed not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom initially received a report from a hillrom technician stating the bed alarms were not working. It was determined the bed exit alarm issue was for a different device and is addressed on dt 45521. This record addresses the knee and thigh up/down operation of bed not working. The bed was located at the account. There was no patient/user injury reported. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. No report of serious injury or death. This does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. Hillrom does not consider this complaint reportable.